Event description:
It was reported that the insulin pump had blank display. Customer's blood glucose was 364 mg/dl. Customer treated with manual injection. Troubleshooting was done. Customer reported that the insulin pump had cracks and missing pieces in the reservoir compartment. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Customer also reported that the insulin pump alarmed battery out limit and failed battery test. Advised customer the battery cap would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump had blank display due to corroded battery tube. Unable to test for failed battery test alarm and battery out limit alarm due to blank display. Insulin pump had cracked reservoir tube lip, cracked reservoir tube, cracked battery tube threads, minor scratched display window, cracked case at display window corner and a missing end cap sticker. No broken reservoir tube lip or broken battery tube threads noted.